Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 12 cm from the terminal pin with only the proximal segment returned. Resistance and pressure tests were completed to assess lead portion¿s electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not reveal any abnormalities on the proximal segment that was returned.

Event description:
New information received indicates that this lead was explanted and returned for analysis.

Event description:
Boston scientific received information that pacing thresholds had risen on this right ventricular (rv) lead since the implant procedure. A lead dislodgement was confirmed and this lead was repositioned successfully. No adverse patient effects were reported.